Manufacturer narrative:
In response to FDA report number: mw5093805. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. Patient additionally reported via regulatory agency, "slowly over 2018, 2019 had started to acquire autoimmune disease symptoms including hair loss, dry skin, rashes, itching on scalp and eventually all over body, back pain, blurred vision, night sweats, increased ana blood tests, brain fog/memory loss" these events are not device related. This record is for the left side. Device has been explanted.